Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he experienced a hypoglycemic event after pt made insulin therapeutic adjustments based only on his cgm value of 240 mg/dl, which is a practice against cgm's user's guide recommendations. Pt was also using an expired sensor. Pt reported that hypoglycemic event resulted in a seizure and a dislocated index finger as a result of a fall. The dislocation caused skin to tear. The tear became infected and requested surgery and prescribed antibiotics. At the time of his call to dexcom technical support, pt reported that he is in physical therapy and has minimal finger mobility.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.